Event description:
During evaluation of a returned spectrum pump, there was a constant close door alarm. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device constantly alarmed "close door". The cause was identified to be loose mechanism screws which require reinstallation. To address this issue. Should additional relevant information become available, a supplemental report will be submitted.